Event description:
It was reported that per medwatch (B)(4) patient reported no disposable alarm on the pump, advised patient to run fix for no disposable by poking that little portion of bladder back into cassette with pen or pencil, which allows cassette to be more flush against sensor. Patient tried that and error was cleared. Patient did not want to order any supplies and was comfortable with not replacing pump and will call back if any further issues. No other information provided. Alarm on the pump was caused by cassette, pouch inside cassette was poking out of the cassette. Unknown lot number or expiration date of the cassette. Pump return tracking information is not applicable. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is unknown. No additional information is available at this time. Pump was not replaced. Issue with reported product was resolved. Patient was able to successfully continue their therapy. The therapy is life-sustaining. The reported product fault occur while in use with the patient. Product issue did not cause nor contribute to patient or clinical injury. Product is not available to be returned for investigation. The outcome of the event is fixed, no disposable error. Any detail, and all damage to the cassette are not provided. This incident did not happened within the past 6 months. Patient did not reported pump malfunction within the past 6 months. Reported by patient or caregiver. There was no patient injury reported.

Manufacturer narrative:
UDI and catalog information are unknown. Premarket (510k) number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.